Event description:
On 21 may 2008, baxter received a report of a system error 2240 alarm and the patient developed peritonitis. Baxter has made several attempts to obtain the date the peritonitis was diagnosed as well as culture results and treatment, but was unsuccessful at obtaining any additional information.

Manufacturer narrative:
The device was discarded. Follow-up is not possible.